Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that while pulling the suture to lower the knot, the suture broke causing it to leave only the interior piece of the suture and this caused the suture to slide to the exterior towards the knot and unable to lower the knot (the knot got stuck half way). The cinch was loose and therefore surgeon decided to proceed to retrieve the implants. Surgeon was not able to repair the meniscus and the case was not completed. Instead of repairing the meniscus the surgeon cut the damaged area. Case: knee.